Event description:
The customer reports non-specific issue. The unit was returned to a covidien service center. Upon triage, service tech found power cord is cut and inner copper wires are exposed.

Manufacturer narrative:
Submit date on: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.